Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose(bg) level of 40 mg/dl. Reportedly, the insulin being used was "too potent" since it was a new vial and caused the customer to have a low bg. Customer consumed glucose tablets and milk to address the bg.